Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller internal fault alarms observed in the log file was confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6) ) contained approximately 13 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured brief, intermittent controller fault alarms from 4:46:58 on (B)(6) 2020 to (B)(6) 2020 at 5:48:13 due to controller vcc faults. The alarm appeared to resolve on its own each time after activating. The driveline was disconnected on (B)(6) 2020 at 13:38:38 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller was tested on a mock circulatory loop for an extended period of time and the intermittent controller fault alarms associated with controller vcc faults were reproduced. The alarm quickly resolved on its own each time after activating. The controller was tested again for an extended period of time and the alarm was no longer able to be reproduced. The internal components of the controller were inspected and no issues were observed. The controller was functionally tested and no other issues were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 25oct2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed a controller internal fault alarm. The controller was exchanged. No additional information was provided.